Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2016-04408.

Event description:
It was reported that when the customer removed the sensor, the electrode stayed under their skin. After an ultrasound, it was confirmed the presence of the electrode under their skin. On (B)(6) 2016 the customer had surgery to remove the remaining electrode under their skin. The customer was given antibiotics due to the inflammation and infection at the site of the sensor. The transmitter was also used in conjunction with the sensor. Customer's blood glucose level was not reported. The device was not returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.